Event description:
Discordant sodium (na) results were obtained on two patient samples on a dimension exl with lm instrument. The discordant na results were not reported to the physician(s). The samples were repeated on the same system. It is unknown which results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data. After data evaluation, the cse replaced the integrated multisensor technology port, rotary valve and pump tubing. The cse performed a system diluent check and successfully ran quality controls. The cause of the discordant sodium results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.